Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture successfully, started the patient on heparin and then inserted the was into the patient. The was was positioned in the laa of the patient and the wds was then prepared to be used. At this time, it was noted that there was no back bleed from the was. The was was aspirated, and it was noted that a thrombus had formed inside the sheath. The was was removed from the patient along with all the thrombi. A new was was then used to successfully complete the procedure. A closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.